Manufacturer narrative:
Age at time of event: (B)(6) years old.

Event description:
It was reported that burr stuck occurred. A 95% stenosed target lesion was located at left anterior descending artery. Rotablator rotational atherectomy system was selected for use. During procedure, it was noted that the burr stuck in the lesion area because of the leaking gas from the advancer. The device was completely removed from the patient by balloon expanding the vessel. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable post procedure.